Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head spontaneously broke off while brushing; second brush head broke off and the brush totally fell apart [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 03-oct-2016 that he or she had been using an oral-b rechargeable toothbrush, version unknown for years, and that morning had replaced the oral-b power oral care refill precision clean. The brush head spontaneously broke off while brushing. A second brush head was put on the handle, and again the brush head broke off and the brush totally fell apart. The consumer submitted photos of the toothbrush handle and two broken brush heads. No symptoms developed. On 10-oct-2016 received consumer follow-up e-mail: the consumer reported that both of the oral-b power oral care refills precision clean (flexisoft eb 17-4+1) put on the toothbrush were new, so they had not been used yet. The consumer still had the brushes. No symptoms developed.